Manufacturer narrative:
(B)(4). Per visual inspection: broken off piece at the cartridge holder and missing dosing window. Customer reports: the cartridge holder is damaged. Inpen received with leadscrew halfway of the travel. Re-wound screw. No drag was observed, the screw was not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. In conclusion: inpen received with broken off piece at the cartridge holder. The cartridge holder did not lock in place. The customer complaint of physical damage was confirmed.

Event description:
Information received by medtronic indicated that inpen broke off. No harm requiring medical intervention was reported. The customer will discontinue use of the device.